Manufacturer narrative:
Image review: image is of a resolute integrity 2.25mm*26mm shelf carton and 2.25mm*26mm des delivery system. The stent is not present on the balloon of the delivery system. The lot number on the shelf carton corresponds with the lot number reported in gch. It is not possible to determine if there is a burst on the balloon. Image review: images show a lesion in the proximal lad as reported by the account. A balloon is delivered to the lesion and the lesion is pre dilated. A stent is delivered to the lesion. There were no more images provided. There were no images showing the reported burst or the reported stent dislodging. Device evaluation summary: kinks were evident on the hypotube. Deformation was evident to the dislodged stent. The balloon folds remained intact. There was blood visible in the balloon. Crimp impressions were visible on the exposed balloon surface. The device was placed in the water bath to disperse the blood and aid inflation. The inner lumen patency was verified with a 0.015 inch mandrel. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal tear on the balloon material from the distal cone to immediately proximal to the distal markerband. The balloon material was jagged and uneven at the tear site. There was a lead in scratch evident distal to the tear site. Deformation was evident to the distal tip. There was no other damage evident to the remainder of the delivery system. Additional information: it was reported that the balloon would not deflate at the lesion site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was in the anterior descending artery. There was 75%-90% stenosis and mild calcification. Excessive force was not used during delivery. The device was inflated once to 15atm at the lesion. The distal end of the balloon was leaking contrast agent. The stent was retracted to the guiding catheter. Then a 1.5mm small balloon was used to retract the entire stent system. Then the stent couldn't be removed from the body when it reached the radial artery. The patients brachial artery had to be cut to remove the stent. Patient outcome is alive with injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the balloon would not deflate at the lesion site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a mildly tortuosity lesion. The device was inspected with no issues noted. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered. The device was inflated once to 15atm. It is reported that the balloon burst during balloon inflation. As the balloon leaked, the balloon only inflated practically at the proximal end. The product was removed. The patients radial artery had to be cut to remove the stent.